Event description:
Shockwave product went into the patient's body, was inflated and treatment performed. Balloon was deflated and attempted to be removed through the sheath in which it would not come out even after multiple events trying to pull negative against balloon. Eventually the shaft of the balloon detached leaving the clear balloon inside the sheath. It was decided to remove the sheath with balloon inside and resheathed the patient with a new sheath. Shockwave lot# 82297876.